Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead had dislodged post operatively and had moved from the low septal position it was in. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the outer insulation of the lead was extrinsically breached due to a cut. There was blood on the proximal conductor of the lead and it was not obstructed. Visual analysis of the lead indicated damage at implant. The analyst noted that visual inspection found outer insulation had many, very tiny cuts and a lot of blood along lead length on the proximal conductor. Due to the length of implant and the amount of blood, the extrinsic insulation breach could be caused during implant procedure. The insulation breach is possibly caused a lead performance issue but not related to the complaint of lead dislodgment. If information is provided in the future, a supplemental report will be issued.